Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged dry mouth and nasal/ throat irritation or soreness. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 10, 2024 and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged dry mouth and nasal/ throat irritation or soreness and has too low air pressure related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and operational testing showed that the unit powered up and provided air flow, they confirmed all pressures were within the specifications and no unusual noise or vibration was observed during operation testing. During external investigation, manufacturer observed gray and white unknown contamination on and around the iso port, dust like and fibrous and other unknown contamination on the top enclosure, under the right and left side accessory doors, unknown white contamination at the inlet of the bower box at the filter location and also observe a white residue consistent with mineral deposits or dried liquid spots on the top and bottom of the blower motor and throughout the blower box indicating potential water ingress. During internal investigation, manufacturer found evidence of potential water ingress into the blower box, confirmed the presence of multiple contaminants inconsistent with the degraded sound abatement foam in or on the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes that they were not able to confirm complaint or address the patients symptoms and there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device which suggests that the source of the contamination was external to the device. Section h6 has been updated in this report.